Event description:
Procedure: vats lobectomy/wedge resection. According to the reporter: the instrument was hard to fire and could not be fired completely. Another device was applied without issue. A follow up x-ray detected a sulu component on (B) (6) 2010. A second procedure was performed to remove the component.

Manufacturer narrative:
(B) (4). (B) (4).